Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced blood glucose fluctuations around meal announcements, including a low of 66 mg/dl followed by a rise to 282 mg/dl and subsequent downward trending; no alerts or alarms were reported, and no back-up therapy or ketone testing was used. Symptoms included hypoglycemia. Outcomes included transient impact on blood glucose outside the target range for a couple of hours without medical intervention or hospitalization. Investigation included customer support troubleshooting and education with review of available reports and discussion of potential evening setting adjustments. Investigation of this case revealed that the cause of the hypoglycemia and subsequent hyperglycemia was unclear, and no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.